Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced unspecified needle mechanism failures with 3 pods. The pink slide did move forward, and the cannula did insert into the skin, so it is unclear what type of needle mechanism failure was supposedly experienced. Additionally, it was reported that after the pod was removed the cannula was ¿visible but not its normal shape.¿ it was not specified how the cannula looked abnormal in shape. The patient¿s blood glucose rose to 400 mg/dl. The pods were all thrown away and therefore will not be available for return and investigation. This is report 3 of 3.